Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a lead implant procedure, lead stylet was unable to fit through the lead lumen. Lead was removed and new lead was implanted. Patient was stable during and post procedure.